Manufacturer narrative:
(B)(4) device evaluation: the reported event was confirmed through examination of a returned product sample. The customer returned an advancer assembly and guidewire that was kinked twice near the distal end. One of the kinks had an offset coil and was at the end of the straightening tube. The guidewire was found to be intact and within dimensional specifications and no other damage was observed. The guidewire is packaged inside a rigid tube without a protective cap over the j-bend. Since this assembly does not include a j-bend cap and the damaged coil wires were in the j-bend, it is possible that the guide wire came in contact with other components and/or the tray and became damaged. The device history records were reviewed with no relevant findings. Since the wire was found damaged prior to use and this assembly does not contain a cap, the potential cause of this complaint is shipping and handling. No further action will be taken. Since no code is available for shipping and handling, the conclusion code fields have been intentionally left blank.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon opening the kit in the patient's room, the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.